Event description:
Pt initiated to dialysis without incident after one hr, 20 min. Pt reported chest pain after one hr - blood pressure 140/80. Bp 160/80 at initiation. Dialysis discontinued. Hct was doneal blood appeared cherry colored. Dialysis was resumed with a new dialyzer and lines and pt was given nitrotycin. Chest pain did not improve. Pt's dialysis was terminated and pt was sent to hospital, had dialysis there.